Event description:
It was reported that a user contacted support to reduce insulin delivery due to recurrent lows while using the ilet bionic pancreas, noting frequent use of the pause function and frustration with short screen lock time; the user was counseled that the device suspends insulin when glucose trends low, how to view insulin delivery, and to follow low glucose protocols and consult their healthcare provider. Symptoms included hypoglycemia with a lowest reported glucose of 65 mg/dl without loss of consciousness or need for assistance. Outcomes included self-treatment with oral carbohydrates and no medical intervention or hospitalization. Investigation included troubleshooting and education regarding device behavior during low and alert functionality for low and urgent low conditions. Investigation of this case revealed the device alerted for low glucose conditions and functioned as designed, and the low was likely related to overtreatment of hypoglycemia and overuse of the pause function in an insulin-sensitive user. It was concluded, based on previously established findings for similar reports, that user-related factors and appropriate device function contributed to the event.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.